Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to global instability. There are no allegations against the stryker implants. A 3x13 cs insert was revised to a 3x19 cs insert. Rep reported that no further information will be available.